Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was unable to be determined due to insufficient clinical details. He cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 68-year-old female with a history of coronary artery disease, diabetes mellitus, renal insufficiency, and pad/pvd underwent high risk pci (hrpci) supported by an impella cp placed via the right femoral artery. After the initial pci, the patient was returned to the catheterization lab in cardiac arrest where a code was initiated, and CPR/acls was performed with subsequent rosc. An impella cp was positioned in the rfa, and peripheral va ECMO support was requested and initiated. During post procedure assessment, the patient was found to have a right groin hematoma accompanied by loss of distal pulses, indicating bilateral limb ischemia that began during/after unit repositioning. Manual pressure was applied to the groin with partial improvement, followed by placement of a femstop with light pressure and insertion of a distal perfusion catheter to provide antegrade flow. Distal pulses remained diminished but were detectable by doppler. Act values were within the 160¿180 second therapeutic range at the time of the event. Ischemia was diagnosed by loss of limb pulses, and although the ischemia ultimately resolved, it is unknown whether impella removal contributed to resolution. The patient injury was attributed to impella use, though the degree of device involvement remains unknown, and the device was not removed due to the failure mode. The patient experienced hematoma formation and limb ischemia following impella support and concurrent va ECMO cannulation, requiring distal perfusion catheter placement and hemostatic measures. The ischemia resolved with intervention; however, the specific contribution of the device to the event remains undetermined. The patient remained on support until successfully being weaned off support on (B)(6) 2026.